Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing artifacts in images. There was no injury associated with this event.

Manufacturer narrative:
The transducer was evaluated by the vendor who determined oil separation in the window caused artifacts to be displayed in images. This known issue has been previously addressed.